Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their desktop charger had resolved their recharging issues. With the replacement device the patient had been able to successfully charge their recharger and then charge their ins. They had also met with a manufacturer's representative who reprogrammed their device. The patient noted that "everything was good" at this point. No further issues were noted or anticipated.

Manufacturer narrative:
The main component of the system and other application component is: product ID: 37761, serial (B)(4), product type: recharger. (B)(4) apply to recharger; (B)(4) apply to pli implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient got arrested earlier this year; her recharger and everything were in her car. Patient went in jail in (B)(6) 2017 and she was now at facility. It was reported that her ins recharger (insr) was defective and need to be replaced. It was confirmed insr defective means insr would not charge ins. Patient services asked patient if screen came up and patient confirmed she didn¿t have it for a couple of months because she went to jail. It was mention insr was defective before she went to jail. At first, patient realized she was not able to charge on (B)(6), and later she confirmed insr didn¿t work before that and ins was still charge. It was noted that patient charge successfully last time was on (B)(6) 2017, patient programmer connected but her ins battery was dead since (B)(6) 2017. Patient could not troubleshoot due to lack of access to product. The reviewed include ins might be overdischarged (od). It was noted ins went dead. Additional information was received from company representative at about 2 days later. It was reported patient had troubleshooting with recharger; desktop charger green light comes on when plugged into recharger. It was confirmed that connector pin was loose/wiggles when plugged into recharger and charger did not light up/nothing came up on screen while plugging into the wall. It was noted that implant was dead , since patient allege recharger was defective, would not charge implant due to connector pin wiggles and nothing came up on screen, there was no way to charge implant with it and need to be replaced. Patient services reviewed implant battery might be in od state and may need to be jumpstarted. No further complication and no symptoms were reported.